Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate readings on her one touch verio iq meter to another meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient claims she tested on her one touch verio iq meter and obtained a 134 mg/dl compared to a one touch ultraeasy meter and obtained a 96 mg/dl. The time difference between the two readings was within 30 minutes from one another. The patient denied exhibiting any symptoms due to the alleged high reading her obtained on his one touch verio iq meter. The patient is pregnant and went to a usual/ monthly doctor's appointment on the morning of (B)(6) 2012 and when her physician saw her results on a particular month in her logbook he decided to keep her in the hospital because the readings were high. The results were over 90 mg/dl and the physician would like her blood glucose readings below 90 mg/dl. She was admitted in the hospital for 3 days and they wanted to train her on how to use insulin, since her usual regimen was just diet and exercise. The patient's initial reading in the hospital was 68 mg/dl on the hospital device and her meter read 107 mg/dl. She denied exhibiting any symptoms due to the alleged issue. She does not recall what her lab reading was; however, claims it was similar to the result she had obtained on the hospital meter. During her stay in the hospital she was treated with insulin. The patient does not recall what type of insulin she is on; however, she tests 4x a day. The technique of applying blood on the test strip is accurate. The test strips were in good condition and not expired. A quality control test was done and the test strips passed using the control solution 120 (102-138 mg/dl). This complaint was initially was not being reported due to the following conclusions: there was no evidence that the meter caused or contributed to an adverse event as the alleged high readings on her meter correlated with the treatment she received in the hospital. There is also no evidence that the meter malfunctioned during customer service troubleshooting since the meter passed using control solution. Lab results were not provided by the patient. Lifescan (lfs) received the meter and test strips involved with the complaint. Lfs has not completed investigations with the returned meter at this time. Lfs has completed device evaluation with the returned test strips on (B)(4) 2012 investigation was not able to confirm the alleged complaint with the returned test strips; however, a secondary issue ("error 4") was noted. This complaint is now being reported because the test strips failed testing.